Event description:
The manufacturer received information alleging the power cord of an everflo oxygen concentrator had a tear. There were no further details available. The customer was advised to contact an fasc (factory authorized service center). There was no report of serious patient harm or injury. There was no report of medical intervention. At this time, no further investigation can be performed. If any additional information is received, a follow- up report will be filed.